Event description:
A call to technical services was made on (B)(6) 2013, stating that this lead has high impedance of >1 000 ohms. During procedure, the representative noticed odd, large shock electrogram. However, all sensing were appropriate. Seemed to occur again in various position. In short, all was working well, but representative felt the shock electrogram was peculiar. This lead was implanted on (B)(6) 2006. And was capped on (B)(6)2013. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).